Manufacturer narrative:
The device was returned to olympus for inspection; therefore, the reported event was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the image became blurred, indistinct or noisy occasionally on the bronchovideoscope. There was no patient involvement.